Event description:
On (B)(6) 2014, it was reported that the patient had a seizures on (B)(6) 2014 she had a seizure while driving which resulted in a loss of consciousness and crashing her car. The patient was seen on (B)(6) 2014 by the physician who interrogated her device and during system diagnostics saw the following low output message, output current=low/current delivered=2.25ma. However, the patient was programmed to 2.5ma. The patient has not had a grand mal event in well over 3 years. The nurse practitioner was concerned that something may be misfiring or the vns was damaged in the car accident as a result of the seatbelt. The nurse practitioner reported that diagnostics taken on (B)(6) 2014 showed an impedance of 3169ohms and a low output status with 2.5ma being the current intended to be delivered and 2.25ma being the actual current delivered to the patient. They decided to lower the output current to 2.25ma and raised the pulse width to 750usec. System diagnostics test then came back in range with an ¿ok¿ output delivered and impedance of 3139ohms.

Manufacturer narrative:
.

Event description:
The patient¿s programming history was received for review. Review of the patient's programming history in the database showed on (B)(6) 2014 when the patient was programmed to output=2.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=0.5min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec system diagnostics showed output=low/current delivered=2.25ma/impedance=3183ohms. The patient was then programmed down to output=2.25ma/frequency=30hz/pulse width=750usec/on time=30sec/off time=0.5min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec and system diagnostics showed output=ok/current delivered=2.25ma/impedance=3239ohms. The patient was then programmed back up to output=2.5ma/frequency=30hz/pulse width=750usec/on time=30sec/off time=0.5min/magnet output=2.5ma/magnet pulse width=1000usec/magnet on time=60sec and system diagnostics showed output=low/current delivered=2.25ma/impedance value=3183ohms. On (B)(6) 2014, the patient was programmed to output=2.25ma/frequency=30hz/pulse width=750usec/on time=30sec/off time=0.5min/magnet output=2.5ma/magnet pulse width=1000usec/magnet on time=60sec and system diagnostics showed output=ok/current delivered=2.25ma/impedance=2901ohms. Based on voltage (v) = current (I) x resistance (r) or current (I) = voltage (v)/resistance (r) it appears that the device is delivering the programmed output. The physician was not getting a warning message after decreasing output current and increasing pulse width which is what is recommended to resolve the issue. The physician still insists that something is wrong with the generator. He stated that he is able to dose the patient up to 3.0ma but when he exits, it returns to the original setting.

Event description:
On (B)(6) 2015 a video was reviewed of the programming session with the patient and physician. The physician had reported that when the patient¿s settings are increased, they then drop back down to a lower setting. He also stated that the patient had been in a car accident due to a seizure. In the video there was no indication that the device¿s settings were lowering. When the generator is programmed to a certain combination of settings, and in combination with the lead impedance of the vns system, the device diagnostics indicate the output current may not be delivering the programmed setting. It is addressed in labeling that the low output current result from diagnostics (and warning message seen upon interrogation) means that the device may not be delivering the programmed output current due to combination of high output current and high lead impedance.